Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during an unknown procedure the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) has zero light coming through the optics. Most likely dropped. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip. Distal tip damaged. Distal tip has deposits. Laser welding damaged, needle welded seam cracked. Illumination. Distal tip fiber damaged. Optical system, optical components. Broken lenses in optical system. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device [1492358] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had zero light coming through the optics that it was most likely dropped. Another like device was used to complete the procedure with a few unspecified minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the hd arthroscope/ sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had zero light coming through the optics that it was most likely dropped. Another like device was used to complete the procedure with a few unspecified minutes of delay. There were no adverse patient consequences reported. No additional information was provided.